Event description:
The MFR received information alleging a bipap vision had a power failure while on a patient. The patient required manual ventilation and was placed on another device.

Manufacturer narrative:
The device was evaluated by a third party service center. The device was inspected for electrical, mechanical safety and proper operation and passed all testing per the third party service procedures. No malfunctions were noted. The device was found to audibly and visually alarm, as designed. The bipap vision is an assist ventilator and is intended to augment the ventilation of a spontaneously breathing patient. It is not intended to provide the total ventilatory requirements of the patient.